Event description:
It was reported that during an abdominal hysterectomy, the closing lever and the firing lever on the device were closed together and would not release. The procedure was completed with a like device. There was no patient consequence.